Event description:
It was reported that the user experienced elevated blood glucose for several hours, with a subsequent reading of 401 mg/dl, and trace ketones were detected; review indicated the user repeatedly announced meals to drive glucose down, and troubleshooting included inspection of infusion tubing and cartridge with a recommendation to change the infusion site and supplies. Symptoms included hyperglycemia with trace ketonuria. Outcomes included self-management at home without alerts, alarms, or hospitalization. Investigation included review of device use history and user-reported troubleshooting steps. Investigation of this case revealed inappropriate use behavior in the form of false meal announcements and a probable infusion site or supply issue, for which site and supply changes were advised. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with potential infusion site or supply contribution.